Manufacturer narrative:
(B)(4). The customer reported the unit is not working on ac power. There was no report of pt involvement. The unit was evaluated by a philips field service engineer. The ac power supply was replaced to resolve the reported issue.

Event description:
The customer reported the unit is not working on ac power. There was no report of pt involvement.